Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was readmitted to the hospital on (B)(6) 2017 with complaints of le pain, venous thrombus was suspected. At the time of readmission international normalized ratio (inr)=1.26 and patient was placed on angiomax. Further testing revealed patient had thrombus in popliteal artery, and was taken to the operating room (or) on (B)(6) 2017 for ble computed tomography angiography (cta) with runoff and removal of large amount of clot from artery. Patient remained hospitalized throughout the weekend. On (B)(6), 2017 patient complained about left arm weakness, and was taken for a computed tomography (CT) scan, no evidence of cerebrovascular accident (cva) at the time. On (B)(6) 2017 patient complained of new onset of weakness on both upper extremities (bue) as well as vision changes. Patient was taken for a computerized tomography (CT) scan which revealed right frontal lobe infarct, acute hypo-attenuation. Patient started (B)(6) 2017 with  anticoagulants, angiomax and 81 mg. Asa. On (B)(6) 2017 lactate dehydrogenase (ldh)=1869, creatinine (cr) = 0.99, aspartate aminotransferase (ast)= 88. No history of hyper coagulable pathology. Neurologist was consulted, and suggested a serial of head computerized tomography (CT) scans. Per vad coordinator head CT scan from (B)(6) 2017 showed progression of infarct, no evidence of hemorrhagic conversion. Patient was taken for a computed tomography angiography (cta) of pump on (B)(6) 2017, no evidence of thrombus in left ventricle (lv) or outflow graft (ofg). As of (B)(6) 2017 patient was moving all extremities (mae) well, vision remain affected. Log files were sent, per log files, power remains elevated outside the normal range. Per log files, power remains elevated outside the normal range. Patient continued to be monitored by the neuro team. Anticoagulation increased to asa, angiomax and aggrastat. Patient was taken to the operating room (or) for a pump exchange on (B)(6) 2017. No further information provided at this time.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed a drop in power consumption starting (B)(6) 2017. The power started to increase on (B)(6) 2017; 1 low flow alarm was logged on (B)(6) 2017 at 01:44:56. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the decrease in flow may be attributed to a thrombus formation at the inflow cannula. It is likely that this thrombus was ingested into the pump further leading to an increase in power consumption as observed in the log files. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include changes in anticoagulant therapy related comorbidities and the patient's past medical history. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.